Event description:
According to the customer, on 3/15/2023 she was opening the folded wheelchair for her patient by "pushing down on the side rail" and the side rail "snapped down" on her finger causing an "abrasion and break" on her finger.

Manufacturer narrative:
According to the customer, on (B)(6) 2023 she was opening the folded wheelchair for her patient by "pushing down on the side rail" and the side rail "snapped down" on her finger causing an "abrasion and break" on her finger. The customer reported her employee health confirmed the "finger break" with an x-ray. The customer reported she visited a "hand specialist" that is recommending a surgical procedure to fix the break and reduce the pain. The customer reported the sample is not available for return evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Investigation conclusions.

Manufacturer narrative:
Recall # z-1771-2008.